Event description:
It was reported that the patient underwent holmium laser lithotripsy, needed to use a ureteral stent, and found that the stent was broken after the stent package was opened during the operation, and could not be used, and then continued to complete the operation after replacing the broken stent with a new stent.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient underwent holmium laser lithotripsy, needed to use a ureteral stent, and found that the stent was broken after the stent package was opened during the operation, and could not be used, and then continued to complete the operation after replacing the broken stent with a new stent.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted the sample was provided with the original bard inlay pouch and box, perforated bag was not provided. The package was placed inside a large ziploc bag. The suture was not provided for evaluation. Visual requirements to use unaided eye at 12" to 18" under normal room lighting unless otherwise noted. When evaluating the sample, it could be seen that the sample was removed from the perforated bag and the suture had been removed. The separation reported could be located on the body of the stent. The separation looks similar to when the material is cut due to no stretching or discoloration and how the material forms inward where the separation occurred. The separation was not complete through the sample. Also received one photo sample that shows the top view of the stent and breakage point visible within in the middle of the stent. Dimensional evaluation noted dimensional requirements which states the od to be 0.079" ± 0.002", tip ID to be 0.043" ± 0.002", and guidewire to be 0.038" ± 0.001". The od was measured at 0.0801" using a laser micrometer. Tip ID was measured using a 0.043" pin gauge. A 0.038" guidewire passed through the sample with no hesitation. Root cause could not be identified. Although a root cause could not be definitively identified, a potential root cause for this type of failure could be user does not handle with care, bends sharply. However, there was insufficient information to confirm this potential root cause. The DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." "The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure." Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.